Manufacturer narrative:
The lot number for the reported malfunction was not provided, therefore, a lot history review could not be performed. The device was not returned for evaluation, however medical records and images were provided and reviewed. Therefore, the investigation is confirmed for perforation; however,inconclusive for filter migration. Based on the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
A review of the reported information indicates that model rf310f vena cava filter allegedly perforated and migrated. The information was received from a single source. One patient was involved with no reported patient injury. The male patient is (B)(6) and weighs (B)(6).